Manufacturer narrative:
Additional information received stated that the patient died (B)(6) 2015 with no further information available. The pump was returned to the manufacturer. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional examination but failed dimensional verification and visual examination. Dimensional verification revealed the front and rear housing disc curvatures to be out of specification. However, per specification and impact analysis and considering that the wet test passed power consumption, these deviations are not expected to impact the pump performance. Visual examination indicated scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Based on the returned device passing functional examination, these friction marks are indicative that external factors such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Although a definitive conclusion cannot be made, procedural and clinical factors including this patient's comorbidities may have contributed to the pump thrombus and death of unknown cause. With review of the available information there is no indication of any device performance or manufacturing issues impacting the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
While the patient was still in the cardiac intensive care unit (cicu) since original ventricular assist device (vad) implant high watts were reported leading to suspected pump thrombosis and pump exchange. Additional information received indicates that there was nothing indicated in the operative reports regarding any thrombus being seen. It was noted that "when the pump was stopped and they cross-clamped for bypass, there was no change in patient's hemodynamics indicating the vad was not contributing to his circulation. The outflow graft was moved to the ascending aorta using a median sternotomy approach". Patient is still in the hospital in the ICU requiring a small dose of epi support (0.02), continuous veno-venous hemofiltration (cvvh), trach collar, and lower extremity ischemia complications experienced since a prior pump exchange. It was reported that the pump will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 105 of 117 . Device has not been received.